Event description:
Pt was used in a clinical trial, in a clandestine way, without their knowledge or consent. The breast biopsy machine was altered, the head engineers came into the surgery room. Dr is a co-founder of the biopsy mfg corp. They used pt as human experimentation.